Manufacturer narrative:
Updated field: b5 this supplemental report is being submitted to provide additional information from the user facility.

Event description:
Additional information was obtained from the customer. According to the customer, when the tower was delivered in (B)(6) 2020, it had arrived damaged. The pallet the tower was on also had physical damage. The customer had ordered the entire tower, which was comprised of multiple devices. When the truck had arrived to deliver the tower, the driver informed the customer that the tower had been dropped when it was getting loaded into the truck. In the last year, additional parts of the tower have been replaced to resolve the issue. The issue was not resolved at the time of the call as the customer was still having image related issues, such as observing lines.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. It is highly likely that the tip of the scope video connector was damaged, causing excessive stresses to be applied to the video connector terminal when inserting the scope, resulting in the terminal pins bending. In addition, it is likely that the image processing substrate (cm substrate) failure was due to an excessive force or the application of static electricity to the sdi output terminal and its periphery. These both would contribute to the image issues. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The suspect device was evaluated by olympus. An intermittent serial digital interface output was identified and the cause isolated to a faulty cm board. In addition, a worn video connector latch was found, causing poor connection and flickering image.

Event description:
A user facility returned the olympus, cv-170, video system center to olympus due to a report that the device arrived damaged. Upon evaluation of the returned device, an intermittent sdi output signal was found. There was no patient injury or harm, associated with the problem, reported to olympus.